Event description:
It was reported that a device fracture occurred. The stenosed target lesion was located in the aortic root. A 110cm 5f expo guide catheter was selected for use. During the procedure, it was noted that the pigtail catheter broke near the tip while trying to advance across aortic valve. The device was pulled out through the sheath and the procedure was completed. There was no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Inspection of the device found the tip was separated (shaft break) at 5cm. Inspection under the microscope found no damage or defect. Examination in the x-ray revealed the tip separated (shaft break) at the bond, where the braid ended.

Event description:
It was reported that a device fracture occurred. The stenosed target lesion was located in the aortic root. A 110cm 5f expo guide catheter was selected for use. During the procedure, it was noted that the pigtail catheter broke near the tip while trying to advance across aortic valve. The device was pulled out through the sheath and the procedure was completed. There were no patient complications reported post procedure.